Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s ilet bionic pancreas had a cracked, nonfunctional touchscreen, and a replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture involving the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.